Event description:
On (B)(6) 2026 a 59-year-old patient underwent swan-ganz catheter placement. On (B)(6) 2026, staff noticed blood leaking from one of the ports of the swan-ganz heart catheter and identified a crack in the tubing. The catheter was clamped and removed. The patient did not require replacement of the device.